Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was loose, and the pump was unable to charge on multiple occasions. Additionally, it was reported that the wake button was sticking. Reportedly, the customer will continue to use the pump for insulin therapy. The customer's blood glucose was up to 500 mg/dl.